Event description:
It was reported that during a partial lung resection, no staples were formed on both pulmonary parenchyma and the specimen. Another device was used to complete the case. There was no adverse consequence to the pt.